Event description:
It was reported that the pump motor was leaking and failed to alarm.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. A visual inspection found no defects, the functional evaluation established a relationship between the complaints reported and the device. The device failed to alarm. The device was leaking. The device was unable to generate negative pressure and failed both the blockage and leak tests. The cause of these failures has been identified as a defective vacuum motor. In addition, it was found the device was unable to charge or operate on mains power, due to a defective led on the main circuit board. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed for both events with similar instances recorded in the previous four years, further investigations are being conducted to determine if additional actions are required. The investigation into the complaint is now complete and recorded as both mechanical component and circuit board failure. In parallel we continue to monitor for any adverse trends relating to this product range.